Manufacturer narrative:
(B)(4). Batch # n92a4g. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the microscopic bilateral subtotal thyroidectomy procedure, the white tissue pad had fallen off. Changed to another one to complete surgery. There was no patient consequence reported.